Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist analyzed the event and resolved the issue with the customer remotely. The customer determined that the aliquot probe was dirty and cleaned the aliquot probe and aliquot drain. The customer primed and purged the aliquot probe and ran system check 1, which passed. The customer reran quality control (qc) and a precision test, resulting within specification. The cause of the discordant, co2 and glu results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Multiple discordant, falsely low carbon dioxide (co2) results and one a discordant, falsely elevated glucose (glu) result were obtained on patient samples on a dimension vista 1500 instrument. These discordant results were not reported to the physician(s). The same samples were repeated on an alternate dimension vista instrument ((B)(4)), resulting higher for co2 and lower for glu. The repeated results matched the patients' clinical histories, and were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant co2 and glu results.